Event description:
It was reported by customer that during placement of powerguide, the guidewire was attached correctly inside the needle during puncture. When deploying the guidewire, the guidewire and catheter wings were jammed. The powerglide was removed from the arm and part of a wire was outside the needle bent at a 90 degree angle. Had to restick patient with another device. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of bent guidewire is confirmed; however, the exact cause is unknown. One photograph of a powerglide pro was returned for evaluation. An initial visual observation of the photograph showed a powerglide pro with the guidewire partially extended. The guidewire was observed to be bent to one side. The catheter and wings were observed to be in their original position. Use residue was observed on the sample. No damage could be seen on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that during placement of powerguide, the guidewire was attached correctly inside the needle during puncture. When deploying the guidewire, the guidewire and catheter wings were jammed. The powerglide was removed from the arm and part of a wire was outside the needle bent at a 90 degree angle. Had to restick patient with another device. No other information provided, at this time.